Event description:
Additional information received reported that there were no issues found. The physician could not access the cap.

Event description:
It was reported ¿there was probably an issue,¿ but it was unknown what the issue was. It was noted the healthcare provider (hcp) was going to do a side port study on 2014 (B)(6) and the pump had a mesh pouch around it. Further information was not provided and the drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-1, lot# n292475, implanted: 2011 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).